Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. The result of the patient's first sample was 6 ng/l with a data flag. The initial result of the patient's second sample (after a few hours) was 184 ng/l. This result was reported outside of the laboratory and was questioned by the doctor, prompting the collection of a new patient sample and the rerun of the patient's second sample. The result of the patient's third sample was 6 ng/l with a data flag. The repeat result of the patient's second sample was 6 ng/l with a data flag. This result was deemed correct.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The customer stated that the patient's second sample was short. The field service engineer inspected the analyzer and suspected the short patient sample caused the event. He verified the hardware¿s function by a 21-point assay precision check with successful results. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the last calibration performed on 04-jul-2024 and the results were within specifications. The investigation reviewed the qc data and the results were within range. There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace and found a sample volume insufficient alarm. The field service engineer (fse) determined the short sample caused the event. The investigation determined the event was due to a preanalytical handling issue.